Event description:
Syringe needle malfunctioned during vaccine administration with only half the medication making it into the patient arm. Patient was given an additional half dose injection of the same medication to complete the vaccination series. FDA safety report ID # (B)(4).